Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery device was not working properly. During service and evaluation, it was observed that the motor power was too low. It was also noted that the device failed pre-test for attachment coupling, cannulation, battery case coupling, off/oscillation/on switch mode function, oscillation angle, switching function, triggers and electronic control unit function, compatibility between small battery drive device and small battery drive device ii, function with pen drive-console and power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.